Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming. It was noted that the lead had high impedances and patient had fallen which caused damage on the lead. The patient underwent a revision procedure wherein the lead and ipg were replaced. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7082362. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232 serial: (B)(6). Batch: 566496.